Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium"), pelvic pain ("sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain"), menorrhagia ("excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), lumbar vertebral fracture ("a transverse process fracture of her l4 spine"), cholecystectomy ("gallbladder removal"), breast mass ("large breast lumps that required biopsies and vigilant monitoring"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 626582/ 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation sametime/day essure was done". The patient's past medical history included urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, pulmonary embolism in 1998, tia in 2005, anxiety, panic attacks, helicobacter pylori gastritis, palpitations in 2001, cystitis interstitial, dysfunctional uterine bleeding, cholecystectomy in 2008, endometrial ablation in (B)(6) 2007, crohn's disease and colitis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included cyanocobalamin-tannin complex (b12) for vitamin b12 deficiency, colecalciferol (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes") and urinary tract infection ("uti/ urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), precancerous cells present ("pre cancer cells"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), abnormal weight gain ("extreme weight gain"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), allergy to metals ("gold allergy"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), genital haemorrhage (seriousness criterion medically significant), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection and umbilical hernia . The patient was treated with alprazolam (xanax), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists), surgery (lumpectomy in (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, abdominal pain lower, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dysmenorrhoea, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection and umbilical hernia outcome was unknown, the pelvic pain, fatigue, feeling abnormal, headache, hypoaesthesia, rash papular, vaginal discharge and genital haemorrhage was resolving and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. In (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6) 2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. "Concerning the injuries reported in this case, the following ones were confirmed in medical record: urinary tract infection, weight gain, endometriosis, fatigue, pelvic pain, hip pain, back pain, vaginal bleeding and inflammation and following ones were reported via social media: interstitial cystitis, involuntary muscle twitching , cracking noises in my ears, allergy to metals, fibromyalgia, rheumatoid arthritis, abdominal wall wound, ovarian cyst, colitis ulcerative, crohn's disease, abscess, diverticulitis, gastrointestinal oedema, umbilical hernia, anemia and medical device monitoring error." Most recent follow-up information incorporated above includes: on 7-jun-2018: per social media following event: tear in my abdominal wall, umbilical hérnia, ra (rheumatoid arthritis), a cyst on my left ovary, crohn's disease, abscess or diverticulitis, intestinal edema, 2nd ablation same time/day essure was done and ulcerative colitis were added. On 7-jun-2018: non significant clinical information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 12-oct-2016. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium"), pelvic pain ("sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain"), menorrhagia ("excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), lumbar vertebral fracture ("a transverse process fracture of her l4 spine"), cholecystectomy ("gallbladder removal"), breast mass ("large breast lumps that required biopsies and vigilant monitoring") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (batch no. 626582/ 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation same time/day essure was done". The patient's past medical history included urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, pulmonary embolism in 1998, tia in 2005, anxiety, panic attacks, helicobacter pylori gastritis, palpitations in 2001, cystitis interstitial, dysfunctional uterine bleeding, cholecystectomy in 2008, endometrial ablation in august 2007, crohn's disease and colitis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included cyanocobalamin-tannin complex (b12) for vitamin b12 deficiency, colecalciferol (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("gold allergy/allergy or hypersensitivity reaction"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn") and iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain/weight gain/loss"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2013, the patient experienced urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"). On (B)(6) 2013, the patient experienced uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes") and urinary tract infection ("uti/ urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), precancerous cells present ("pre cancer cells"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound ("tear in my abdominal wall"), rheumatoid arthritis ("ra"), ovarian cyst ("a cyst on my left ovary"), gastrointestinal oedema ("intestinal edema"), colitis ulcerative ("ulcerative colitis"), crohn's disease ("crohn's disease"), abscess ("abscess"), diverticulitis ("diverticulitis"), campylobacter infection ("campylobacter infection") and umbilical hernia ("umbilical hernia"). The patient was treated with alprazolam (xanax), hydromorphone hydrochloride (dilaudid), oxycocet (percocet), vicodin (norco), fluconazole (diflucan), lansoprazole (prevacid), omeprazole (prilosec), lidocaine, phentermine (adipex), surgery (a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013), surgery (uterine ablation on (B)(6) 2009), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists), surgery (lumpectomy in (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection and umbilical hernia outcome was unknown, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage, fatigue, feeling abnormal, abdominal pain lower, dysmenorrhoea, headache, rash papular and vaginal discharge had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2009: negative in (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6) 2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. "Concerning the injuries reported in this case, the following ones were confirmed in medical record: urinary tract infection, weight gain, endometriosis, fatigue, pelvic pain, hip pain, back pain, vaginal bleeding and inflammation and following ones were reported via social media: interstitial cystitis, involuntary muscle twitching , cracking noises in my ears, allergy to metals, fibromyalgia, rheumatoid arthritis, abdominal wall wound, ovarian cyst, colitis ulcerative, crohn's disease, abscess, diverticulitis, gastrointestinal oedema, umbilical hernia, anemia and medical device monitoring error." Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Event outcome of severe fatigue, brain fog, headaches, cramping, abnormal bleeding, vaginal discharge and topical redness, rashes, bumps and itching/ rashes was updated as resolved and pelvic pain and numbness updated as recovering. Uterine ablation was done on (B)(6) 2009 for abnormal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5065059) in united states on (B)(6) 2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for permanent birth control. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5065059) in united states on (B)(6) 2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for permanent birth control. From essure device consumer had experienced undiagnosed ana autoimmune issues, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder issues, incontinence issues, severe fatigue, brain fog, cramping, sharp pelvic pain/ chronic pelvic pain, abnormal menses, periods stops/ lack of menstrual cycle, bacterial vaginosis, endometriosis, hot flashes, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful periods, painful intercourse, sexual dysfunction, yeast infections, frequent urination, uti, breast pain, breast tenderness, breast fibroids, pre cancer cells, abdominal spasm, facial muscle spasm, back pain, joint pain/ hip pain, chest pain, spine pain, gastrointestinal issues, acid reflux, severe bloating, heartburn, neurological issues, memory loss, confusion, inability to concentrate, vision changes, headaches, tingling sensation in arms hands and feet, numbness, nerve pain, anxiety, gluten sensitivity, loss of hair, swelling in hands and feet, thyroid disease, gallbladder removal, extreme weight gain, inability of take it off, and excessive sweating. She stated her health had been deteriorating since inserting the essure device approximately 8-10 years ago with increase in deteriorating/issues for the past 5-6 years. She received the following concomitant medication: vitamin d (cholecalciferol) for vitamin d deficiency, b12 (cyanocobalamin-tannin complex) for vitamin b12 deficiency, and nature-thyroid (thyroid hormones). Essure had not been removed. The consumer considered the case serious (important medical event). A serious injury was also mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc received on (B)(6) 2016: ptc global number:2016-051102: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up received on (B)(6) 2017: on (B)(6) 2009, she underwent the essure procedure. On (B)(6) 2009, an hsg test was performed, confirming full occlusion of fallopian tubes. Within a few months of having the essure® device implanted, she experiencing symptoms, which included: severe, lower abdominal and pelvic pain; abnormally severe menstrual pain; abnormally severe cramping, even when not menstruating; abnormally heavy menstrual bleeding; abdominal bloating; fatigue; inexplicable weight gain; pain during intercourse; anxiety; gum recession; dry-patches-of skin resembling bur-ns;-and topical redness, rashes, bumps and itching. Her health deteriorated, and other complex symptom syndromes developed. More specifically, to treat her heavy menstrual bleeding, in july of 2009, she underwent an endometrial ablation. Unfortunately, this did not resolve her heavy menstrual bleeding, which prompted doctor to perform another endometrial ablation procedure, as well as a dilation and curettage, in august of 2013. Shortly thereafter, she began experiencing: vaginal discharge; urinary tract infections; chronic fatigue; and extreme weight gain. She underwent countless tests and numerous procedures to treat her symptoms and assess her conditions. In or about 2012, she began to experience a myriad of new symptoms, including: urinary incontinence; debilitating abdominal pain; swollen lymph nodes; upper and lower extremity numbness and tingling; muscle spasms; joint pain; swelling of her hands and feet; hypothyroidism; excessive sweating; debilitating migraine headaches; loss of balance; vision disturbances; eye twitching;' brain fog; memory loss; vitamin d and b 12 deficiencies; sinus infections; uterine fibroids; unusual food; sensitivities; and breast abnormalities. Her health continued to deteriorate and, in march of 2012, after an alarming episode of excessive eye pressure, she was diagnosed with iritis by doctor. She was further advised that the iritis was the result of an underlying medical condition involving her immune system. Shortly thereafter, she experienced another episode of iritis, which was this time accompanied by eye pain and vision disturbances. At or around this same time, she began to develop large breast lumps that required biopsies and vigilant monitoring, including a lumpectomy in 21 may of 2015. Despite treatment, the above symptoms worsened and persisted, especially: weight gain; debilitating fatigue; generalized muscle weakness; chronic abdominal and pelvic pain; knee pain; swelling in hands and feet; complete loss of libido due to painful intercourse; nasal and sinus infections; and cramping of fingers. Also, she was diagnosed with "ana positive", however, her autoimmune disorder was unspecified, making her condition very difficult to treat. Though, eventually, she was diagnosed with fibromyalgia in 2015. By 2013 her chronic fatigue, generalized joint pain and muscle weakness was so severe, she was sleeping 12 to 15 hours at a time, and because she also had developed urinary incontinence, she would sometimes wet the bed. In february of 2015, while descending stairs, she experienced an episode of dizziness, numbness, tingling, and spasms in her leg. As a result, she lost her footing, which caused her to fall, resulting in a transverse process fracture of her l4 spine. Her recovery course from this injury was unusually difficult. She tried multiple types of treatments, including: massage therapy; chiropractic care; lidocaine injections; and numerous visits to spine specialists and neurologists. In fact, as a result of this fall, she developed new symptoms, including, facial numbness and painful muscle spasms in her upper and lower extremities. In september of 2016, her lower back and right hip pain were so severe, she sought treatment in the emergency department. As such, on november 8, 2016, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of symptoms have resolved, though many remain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. This case was initially received via regulatory authority (food and drug administration, reference number: mw5065059) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This case was initially received via regulatory authority (food and drug administration, reference number: mw5065059) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium"), pelvic pain ("sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain"), menorrhagia ("excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), lumbar vertebral fracture ("a transverse process fracture of her l4 spine"), cholecystectomy ("gallbladder removal"), breast mass ("large breast lumps that required biopsies and vigilant monitoring"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 626582/ 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin-tannin complex (b12) for vitamin b12 deficiency and cholecalciferol (vitamin d) for vitamin d deficiency. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes") and urinary tract infection ("uti/ urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), precancerous cells present ("pre cancer cells"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), abnormal weight gain ("extreme weight gain"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash erythematous ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), allergy to metals ("gold allergy"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent to endometrial ablation in jul-2009 and in aug-2013), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists), surgery (lumpectomy in may-2015) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, abdominal pain lower, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dysmenorrhoea, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration and facial pain outcome was unknown and the pelvic pain, fatigue, feeling abnormal, headache, hypoaesthesia, rash erythematous, vaginal discharge and genital haemorrhage was resolving. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, balance disorder, blepharospasm, breast mass, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscular weakness, ocular discomfort, pelvic pain, rash erythematous, raynaud's phenomenon, sinusitis, skin discolouration, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes in sep-2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics added. Suspect drug inaction and lot number. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: gold allergy, autoimmune disorder type of disorder: raynaud's syndrome, bluish spots on my skin and itchy spots, urinary problems or changes, jaw pain, abnormal bleeding. Updated events and onset date. On (B)(6) 2018: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5065059) on 12-oct-2016. The most recent information was received on 23-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium"), pelvic pain ("sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain"), menorrhagia ("excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), lumbar vertebral fracture ("a transverse process fracture of her l4 spine"), cholecystectomy ("gallbladder removal"), breast mass ("large breast lumps that required biopsies and vigilant monitoring") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (batch no. 626582/ 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation sametime/day essure was done". The patient's past medical history included urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, pulmonary embolism in 1998, tia in 2005, anxiety, panic attacks, helicobacter pylori gastritis, palpitations in 2001, cystitis interstitial, dysfunctional uterine bleeding, cholecystectomy in 2008, endometrial ablation in (B)(6) 2007, crohn's disease, colitis, barrett's esophagus (esophago gaastroduodenoscopy with biopsy) and gastritis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included cyanocobalamin-tannin complex (b12) for vitamin b12 deficiency, colecalciferol (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("gold allergy/allergy or hypersensitivity reaction"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn") and iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain/weight gain/loss"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2013, the patient experienced urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"). On (B)(6) 2013, the patient experienced uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes") and urinary tract infection ("uti/ urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), precancerous cells present ("pre cancer cells"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound ("tear in my abdominal wall"), rheumatoid arthritis ("ra"), ovarian cyst ("a cyst on my left ovary"), gastrointestinal oedema ("intestinal edema"), colitis ulcerative ("ulcerative colitis"), crohn's disease ("crohn's disease"), abscess ("abscess"), diverticulitis ("diverticulitis"), campylobacter infection ("campylobacter infection") and umbilical hernia ("umbilical hernia"). The patient was treated with alprazolam (xanax), hydromorphone hydrochloride (dilaudid), oxycocet (percocet), vicodin (norco), fluconazole (diflucan), lansoprazole (prevacid), omeprazole (prilosec), lidocaine, phentermine (adipex), surgery (a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013), surgery (uterine ablation on (B)(6) 2009), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists), surgery (lumpectomy in (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection and umbilical hernia outcome was unknown, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage, fatigue, feeling abnormal, abdominal pain lower, dysmenorrhoea, headache, rash papular and vaginal discharge had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2009: negative in (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. On (B)(6) 2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. "Concerning the injuries reported in this case, the following ones were confirmed in medical record: urinary tract infection, weight gain, endometriosis, fatigue, pelvic pain, hip pain, back pain, vaginal bleeding and inflammation and following ones were reported via social media: interstitial cystitis, involuntary muscle twitching , cracking noises in my ears, allergy to metals, fibromyalgia, rheumatoid arthritis, abdominal wall wound, ovarian cyst, colitis ulcerative, crohn's disease, abscess, diverticulitis, gastrointestinal oedema, umbilical hernia, anemia and medical device monitoring error." Lot number: 628053 man date: 2008-08 exp date: 2010-08. Lot number: 626582 man date: 2008-02 exp date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium"), pelvic pain ("sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain"), menorrhagia ("excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), lumbar vertebral fracture ("a transverse process fracture of her l4 spine"), cholecystectomy ("gallbladder removal"), breast mass ("large breast lumps that required biopsies and vigilant monitoring"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 626582/ 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, pulmonary embolism in 1998, tia in 2005, anxiety, panic attacks, helicobacter pylori gastritis, palpitations in 2001, cystitis interstitial, dysfunctional uterine bleeding and cholecystectomy in 2008. No known allergies. Concurrent conditions included hypothyroidism and vitamin b12 deficiency. Concomitant products included cyanocobalamin-tannin complex (b12) for vitamin b12 deficiency, colecalciferol (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes") and urinary tract infection ("uti/ urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), precancerous cells present ("pre cancer cells"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), abnormal weight gain ("extreme weight gain"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), allergy to metals ("gold allergy"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), genital haemorrhage (seriousness criterion medically significant), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching") and tinnitus ("cracking noises in my ears"). The patient was treated with alprazolam (xanax), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists), surgery (lumpectomy in (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, abdominal pain lower, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dysmenorrhoea, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching and tinnitus outcome was unknown, the pelvic pain, fatigue, feeling abnormal, headache, hypoaesthesia, rash papular, vaginal discharge and genital haemorrhage was resolving and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, balance disorder, blepharospasm, breast mass, cystitis interstitial, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscle twitching, muscular weakness, ocular discomfort, pelvic pain, rash papular, raynaud's phenomenon, sinusitis, skin discolouration, tinnitus, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. In (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6) 2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. Concerning the injuries reported in this case, the following ones were confirmed in medical record: urinary tract infection, weight gain, endometriosis, fatigue, pelvic pain, hip pain, back pain, vaginal bleeding and inflammation and following one was reported via social media: interstitial cystitis, involuntary muscle twitching and cracking noises in my ears. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case received. New event added- interstitial cystitis, cystitis, involuntary muscle twitching and cracking noises in my ears. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065059) on 12-oct-2016. The most recent information was received on 01-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium'), pelvic pain ('sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain'), heavy menstrual bleeding ('excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding'), lumbar vertebral fracture ('a transverse process fracture of her l4 spine'), cholecystectomy ('gallbladder removal'), breast mass ('large breast lumps that required biopsies and vigilant monitoring') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 626582,628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation sametime/day essure was done". The patient's medical history included cholecystectomy in 2008, endometrial ablation in (B)(6) 2007, tia in 2005, palpitations in 2001, pulmonary embolism in 1998, urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, anxiety, panic attacks, helicobacter pylori gastritis, cystitis interstitial, dysfunctional uterine bleeding, crohn's disease, colitis, barrett's esophagus (esophago gaastroduodenoscopy with biopsy) and gastritis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included vitamin b12 (cyanocobalamin and analogues) for vitamin b12 deficiency, vitamin d nos (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("gold allergy/allergy or hypersensitivity reaction"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn") and iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain/weight gain/loss"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain/knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ urinary problems or changes"). In (B)(6) 2013, the patient experienced urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids/ tumor/teratoma/cancer type: uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues/ thigh inflammation"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound ("tear in my abdominal wall"), rheumatoid arthritis ("ra"), ovarian cyst ("a cyst on my left ovary"), gastrointestinal oedema ("intestinal edema"), colitis ulcerative ("ulcerative colitis"), crohn's disease ("crohn's disease"), abscess ("abscess"), diverticulitis ("diverticulitis"), campylobacter infection ("campylobacter infection"), umbilical hernia ("umbilical hernia") and choking ("choke food"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have precancerous cells present ("pre cancer cells"). The patient was treated with alprazolam (xanax), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), lansoprazole (prevacid), lidocaine, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), phentermine (adipex), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists) and surgery (ablation, uterine ablation on (B)(6) 2009, a total laparoscopic hysterectomy with bilateral salpingectomy, lumpectomy in (B)(6) 2015, underwent a total laparoscopic hysterectomy with bilateral salpingectomy and underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, heavy menstrual bleeding, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection, umbilical hernia and choking outcome was unknown, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage, fatigue, feeling abnormal, abdominal pain lower, dysmenorrhoea, headache, rash papular and vaginal discharge had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, choking, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, heavy menstrual bleeding, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: since her removal surgery (uterus, cervix fallopian tubes) on 8-nov-2016, some of her symptoms have resolved, though many remain.due to the symptoms, treatments, and procedures, she has been forced to miss time from work. She also had h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: full occlusion of fallopian tubes. Pregnancy test urine: on (B)(6) 2009: results: negative. Diagnostic results: in (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010: bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6) 2011: bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. Most recent follow-up information incorporated above includes: on 1-jun-2021: new: imdrf-FDA synchronization. Amendment: due to internal review it was detected that information referring to this patient was accidentally added to incorrect bayer number us-bayer-2019-221712 (patient with same initials but other birth date). All information referring to this patient with same birth date and address was transferred to this record as a follow up (thigh inflammation - added to already as reported term here inflammation) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium'), pelvic pain ('sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain'), heavy menstrual bleeding ('excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding'), lumbar vertebral fracture ('a transverse process fracture of her l4 spine'), cholecystectomy ('gallbladder removal'), breast mass ('large breast lumps that required biopsies and vigilant monitoring') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 626582,628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation sametime/day essure was done". The patient's medical history included cholecystectomy in 2008, endometrial ablation in august 2007, tia in 2005, palpitations in 2001, pulmonary embolism in 1998, urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, anxiety, panic attacks, helicobacter pylori gastritis, cystitis interstitial, dysfunctional uterine bleeding, crohn's disease, colitis, barrett's esophagus (esophago gaastroduodenoscopy with biopsy) and gastritis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included vitamin b12 (cyanocobalamin and analogues) for vitamin b12 deficiency, vitamin d nos (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("gold allergy/allergy or hypersensitivity reaction"). On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn") and iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6)2011, the patient experienced abnormal weight gain ("extreme weight gain/weight gain/loss"). On (B)(6)2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ urinary problems or changes"). In (B)(6) 2013, the patient experienced urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"). On (B)(6)2013, the patient was found to have uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"). On (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6)2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues/ thigh inflammation"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound ("tear in my abdominal wall"), rheumatoid arthritis ("ra"), ovarian cyst ("a cyst on my left ovary"), gastrointestinal oedema ("intestinal edema"), colitis ulcerative ("ulcerative colitis"), crohn's disease ("crohn's disease"), abscess ("abscess"), diverticulitis ("diverticulitis"), campylobacter infection ("campylobacter infection"), umbilical hernia ("umbilical hernia") and choking ("choke food"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have precancerous cells present ("pre cancer cells"). The patient was treated with alprazolam (xanax), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), lansoprazole (prevacid), lidocaine, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), phentermine (adipex), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists) and surgery (ablation, uterine ablation on (B)(6)2009, a total laparoscopic hysterectomy with bilateral salpingectomy, lumpectomy in (B)(6)2015, underwent a total laparoscopic hysterectomy with bilateral salpingectomy and underwent to endometrial ablation in (B)(6)2009 and in (B)(6)2013). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, heavy menstrual bleeding, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection, umbilical hernia and choking outcome was unknown, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage, fatigue, feeling abnormal, abdominal pain lower, dysmenorrhoea, headache, rash papular and vaginal discharge had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, choking, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, heavy menstrual bleeding, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: since her removal surgery (uterus, cervix fallopian tubes) on (B)(6)2016, some of her symptoms have resolved, though many remain.due to the symptoms, treatments, and procedures, she has been forced to miss time from work. She also had h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6)2009: results: negative. Diagnostic results: in (B)(6)2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6)2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6)2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. Lot number: 626582 manufacturing date:2007-02 expiration date:2010-02 lot number: 628053 manufacturing date: 2007-02 expiration date:2010-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on(B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 12-oct-2016. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the essure micro-inserts had migrated into the myometrium of the uterus/ essure coil in proximal fallopian tube extended into the myometrium'), pelvic pain ('sharp pelvic pain/ chronic pelvic pain/ severe pelvic pain/ pain'), menorrhagia ('excessive bleeding during period/ heavy menstrual bleeding/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding'), lumbar vertebral fracture ('a transverse process fracture of her l4 spine'), cholecystectomy ('gallbladder removal'), breast mass ('large breast lumps that required biopsies and vigilant monitoring') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. 626582,628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "2nd ablation same time/day essure was done". The patient's medical history included cholecystectomy in 2008, endometrial ablation in (B)(6) 2007, tia in 2005, palpitations in 2001, pulmonary embolism in 1998, urinary tract infection, reflux esophagitis, epigastric pain, menometrorrhagia, fibroids, uterine dilation and curettage, right upper quadrant pain, anxiety, panic attacks, helicobacter pylori gastritis, cystitis interstitial, dysfunctional uterine bleeding, crohn's disease, colitis, barrett's esophagus (esophago gastroduodenoscopy with biopsy) and gastritis. No known allergies. Concurrent conditions included hypothyroidism, vitamin b12 deficiency and smoker. Concomitant products included vitamin b12 (cyanocobalamin and analogues) for vitamin b12 deficiency, vitamin d nos (vitamin d) for vitamin d deficiency as well as phentermine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("gold allergy/allergy or hypersensitivity reaction"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspepsia ("heartburn/ gastrointestinal or digestive system condition type: severe heartburn") and iritis ("episode of iritis/ vision/eye problems type: iritis"). On (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain/weight gain/loss"). On (B)(6) 2012, the patient experienced arthralgia ("joint pain/ hip pain / knee pain/ neck pain"), alopecia ("loss of hair") and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti/ urinary problems or changes"). In (B)(6) 2013, the patient experienced urinary incontinence ("incontinence issues/ infection (bladder/ urinary tract/vaginal) type: urinary incontinence"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroids/ tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("debilitating migraine headaches"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder issues/ bladder or problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lumbar vertebral fracture (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), inflammation ("inflammation/ undiagnosed ana autoimmune issues"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping / abnormally severe cramping/ severe lower abdominal pain"), menstrual disorder ("abnormal menses"), amenorrhoea ("periods stops/ lack of menstrual cycle"), breast pain ("breast pain"), bacterial vaginosis ("bacterial vaginosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infections"), pollakiuria ("frequent urination"), breast tenderness ("breast tenderness (breast abnormalities)"), fibrocystic breast disease ("breast fibroids"), abdominal rigidity ("abdominal spasm"), muscle spasms ("facial muscle spasm/ muscle spasms"), back pain ("back pain"), chest pain ("chest pain"), spinal pain ("spine pain"), gastrointestinal disorder ("gastrointestinal issues"), gastrooesophageal reflux disease ("acid reflux"), abdominal distension ("severe bloating"), nervous system disorder ("neurological issues"), amnesia ("memory loss"), confusional state ("confusion"), disturbance in attention ("inability to concentrate"), visual impairment ("vision changes"), paraesthesia ("tingling sensation in arms hands and feet / cramping of fingers"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), anxiety ("anxiety"), gluten sensitivity ("gluten sensitivity"), peripheral swelling ("swelling in hands and feet"), hypothyroidism ("thyroid disease/ hypothyroidism"), weight loss poor ("inability of take it off"), hyperhidrosis ("excessive sweating"), general physical health deterioration ("health has been deteriorating/increase in deteriorating issues"), gingival recession ("gum recession"), dry skin ("dry patches of skin resembling burns"), rash papular ("topical redness, rashes, bumps and itching/ rashes"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain"), lymphadenopathy ("swollen lymph nodes"), sinusitis ("sinus infection / nasal infection"), balance disorder ("loss of balance"), blepharospasm ("vision disturbances (eye twitching)"), food allergy ("unusual food sensitivities"), eye pain ("eye pain"), ocular discomfort ("excessive eye pressure"), muscular weakness ("muscle weakness severe that she was sleeping 12 to 15 hours at a time"), dizziness ("dizziness, that lost her footing, which caused her to fall"), skin discolouration ("bluish spots on my skin and itchy spots"), facial pain ("jaw pain"), cystitis interstitial ("interstitial cystitis"), muscle twitching ("involuntary muscle twitching"), tinnitus ("cracking noises in my ears"), abdominal wall wound ("tear in my abdominal wall"), rheumatoid arthritis ("ra"), ovarian cyst ("a cyst on my left ovary"), gastrointestinal oedema ("intestinal edema"), colitis ulcerative ("ulcerative colitis"), crohn's disease ("crohn's disease"), abscess ("abscess"), diverticulitis ("diverticulitis"), campylobacter infection ("campylobacter infection"), umbilical hernia ("umbilical hernia") and choking ("choke food"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have precancerous cells present ("pre cancer cells"). The patient was treated with alprazolam (xanax), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), lansoprazole (prevacid), lidocaine, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), phentermine (adipex), palliative care (massage therapy, chiropractic care; and numerous visits to spine specialists and neurologists) and surgery (ablation, uterine ablation on (B)(6) 2009, a total laparoscopic hysterectomy with bilateral salpingectomy, lumpectomy in (B)(6)2015, underwent a total laparoscopic hysterectomy with bilateral salpingectomy and underwent to endometrial ablation in (B)(6) 2009 and in (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menorrhagia, lumbar vertebral fracture, cholecystectomy, breast mass, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder disorder, urinary incontinence, menstrual disorder, amenorrhoea, breast pain, bacterial vaginosis, endometriosis, hot flush, ovulation pain, night sweats, loss of libido, dyspareunia, sexual dysfunction, fungal infection, pollakiuria, urinary tract infection, breast tenderness, fibrocystic breast disease, precancerous cells present, abdominal rigidity, muscle spasms, back pain, arthralgia, chest pain, spinal pain, gastrointestinal disorder, gastrooesophageal reflux disease, abdominal distension, dyspepsia, nervous system disorder, amnesia, confusional state, disturbance in attention, visual impairment, paraesthesia, neuralgia, anxiety, gluten sensitivity, alopecia, peripheral swelling, hypothyroidism, abnormal weight gain, weight loss poor, hyperhidrosis, general physical health deterioration, gingival recession, dry skin, fibromyalgia, abdominal pain, lymphadenopathy, sinusitis, migraine, balance disorder, blepharospasm, uterine leiomyoma, food allergy, iritis, eye pain, ocular discomfort, muscular weakness, dizziness, vaginal haemorrhage, allergy to metals, raynaud's phenomenon, skin discolouration, facial pain, muscle twitching, tinnitus, abdominal wall wound, rheumatoid arthritis, ovarian cyst, gastrointestinal oedema, colitis ulcerative, crohn's disease, abscess, diverticulitis, campylobacter infection, umbilical hernia and choking outcome was unknown, the pelvic pain and hypoaesthesia was resolving, the genital haemorrhage, fatigue, feeling abnormal, abdominal pain lower, dysmenorrhoea, headache, rash papular and vaginal discharge had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal rigidity, abnormal weight gain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, breast pain, breast tenderness, chest pain, cholecystectomy, confusional state, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, fibrocystic breast disease, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, gluten sensitivity, headache, hot flush, hyperhidrosis, hypoaesthesia, hypothyroidism, menstrual disorder, muscle spasms, nervous system disorder, neuralgia, night sweats, ovulation pain, paraesthesia, peripheral swelling, pollakiuria, precancerous cells present, sexual dysfunction, spinal pain, visual impairment and weight loss poor with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal wall wound, abscess, allergy to metals, balance disorder, blepharospasm, breast mass, campylobacter infection, choking, colitis ulcerative, crohn's disease, cystitis interstitial, diverticulitis, dizziness, dry skin, dyspareunia, embedded device, eye pain, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal oedema, genital haemorrhage, gingival recession, inflammation, iritis, loss of libido, lumbar vertebral fracture, lymphadenopathy, menorrhagia, migraine, muscle twitching, muscular weakness, ocular discomfort, ovarian cyst, pelvic pain, rash papular, raynaud's phenomenon, rheumatoid arthritis, sinusitis, skin discolouration, tinnitus, umbilical hernia, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of plaintiff's symptoms have resolved, though many remain. Furthermore, due to the symptoms, treatments, and procedures, she has been forced to miss time from work. It was reported that she had surgery included h pylori in 2014 and campylobacter 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: results: negative. Diagnostic results: in (B)(6) 2016 during this admission, pelvic x-rays were taken, which were subsequently reviewed during a follow-up visit. The surgical pathology report revealed that one of the essure micro-inserts had migrated into the myometrium of the uterus. Her current weight 161.00 lbs. (B)(6) 2010, bilateral screening digital mammogram with cad revealed probably benign findings are present in both breasts. However there is no prior study for comparison. (B)(6) 2011 bilateral mammogram revealed the breast pattern is heterogeneously dense. Tiny bilateral scattered nodular densities are less apparent today than they were on the previous exams. No suspicious mass or suspicious calcification is seen. CT scan indicating possible colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter added event choke food added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5065059) in united states on 12-oct-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for permanent birth control. From essure device consumer had experienced undiagnosed ana autoimmune issues, inflammation, vitamin d deficiency, vitamin b12 deficiency, bladder issues, incontinence issues, severe fatigue, brain fog, cramping, sharp pelvic pain/ chronic pelvic pain, abnormal menses, periods stops/ lack of menstrual cycle, bacterial vaginosis, endometriosis, hot flashes, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful periods, painful intercourse, sexual dysfunction, yeast infections, frequent urination, uti, breast pain, breast tenderness, breast fibroids, pre cancer cells, abdominal spasm, facial muscle spasm, back pain, joint pain/ hip pain, chest pain, spine pain, gastrointestinal issues, acid reflux, severe bloating, heartburn, neurological issues, memory loss, confusion, inability to concentrate, vision changes, headaches, tingling sensation in arms hands and feet, numbness, nerve pain, anxiety, gluten sensitivity, loss of hair, swelling in hands and feet, thyroid disease, gallbladder removal, extreme weight gain, inability of take it off, and excessive sweating. She stated her health had been deteriorating since inserting the essure device approximately 8-10 years ago with increase in deteriorating/issues for the past 5-6 years. She received the following concomitant medication: vitamin d (cholecalciferol) for vitamin d deficiency, b12 (cyanocobalamin-tannin complex) for vitamin b12 deficiency, and nature-throid (thyroid hormones). Essure had not been removed. The consumer considered the case serious (important medical event). A serious injury was also mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc received on 10-nov-2016: (B)(4): no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up received on 01-aug-2017: on (B)(6) 2009, she underwent the essure procedure. On (B)(6) 2009, an hsg test was performed, confirming full occlusion of fallopian tubes. Within a few months of having the essure® device implanted, she experiencing symptoms, which included: severe, lower abdominal and pelvic pain; abnormally severe menstrual pain; abnormally severe cramping, even when not menstruating; abnormally heavy menstrual bleeding; abdominal bloating; fatigue; inexplicable weight gain; pain during intercourse; anxiety; gum recession; dry-patches-of skin resembling bur-ns;-and topical redness, rashes, bumps and itching. Her health deteriorated, and other complex symptom syndromes developed. More specifically, to treat her heavy menstrual bleeding, in (B)(6) 2009, she underwent an endometrial ablation. Unfortunately, this did not resolve her heavy menstrual bleeding, which prompted doctor to perform another endometrial ablation procedure, as well as a dilation and curettage, in (B)(6) 2013. Shortly thereafter, she began experiencing: vaginal discharge; urinary tract infections; chronic fatigue; and extreme weight gain. She underwent countless tests and numerous procedures to treat her symptoms and assess her conditions. In or about 2012, she began to experience a myriad of new symptoms, including: urinary incontinence; debilitating abdominal pain; swollen lymph nodes; upper and lower extremity numbness and tingling; muscle spasms; joint pain; swelling of her hands and feet; hypothyroidism; excessive sweating; debilitating migraine headaches; loss of balance; vision disturbances; eye twitching;' brain fog; memory loss; vitamin d and b 12 deficiencies; sinus infections; uterine fibroids; unusual food; sensitivities; and breast abnormalities. Her health continued to deteriorate and, in (B)(6) 2012, after an alarming episode of excessive eye pressure, she was diagnosed with iritis by doctor. She was further advised that the iritis was the result of an underlying medical condition involving her immune system. Shortly thereafter, she experienced another episode of iritis, which was this time accompanied by eye pain and vision disturbances. At or around this same time, she began to develop large breast lumps that required biopsies and vigilant monitoring, including a lumpectomy in (B)(6) 2015. Despite treatment, the above symptoms worsened and persisted, especially: weight gain; debilitating fatigue; generalized muscle weakness; chronic abdominal and pelvic pain; knee pain; swelling in hands and feet; complete loss of libido due to painful intercourse; nasal and sinus infections; and cramping of fingers. Also, she was diagnosed with "ana positive", however, her autoimmune disorder was unspecified, making her condition very difficult to treat. Though, eventually, she was diagnosed with fibromyalgia in 2015. By 2013 her chronic fatigue, generalized joint pain and muscle weakness was so severe, she was sleeping 12 to 15 hours at a time, and because she also had developed urinary incontinence, she would sometimes wet the bed. In (B)(6) 2015, while descending stairs, she experienced an episode of dizziness, numbness, tingling, and spasms in her leg. As a result, she lost her footing, which caused her to fall, resulting in a transverse process fracture of her l4 spine. Her recovery course from this injury was unusually difficult. She tried multiple types of treatments, including: massage therapy; chiropractic care; lidocaine injections; and numerous visits to spine specialists and neurologists. In fact, as a result of this fall, she developed new symptoms, including, facial numbness and painful muscle spasms in her upper and lower extremities. In (B)(6) 2016, her lower back and right hip pain were so severe, she sought treatment in the emergency department. As such, on (B)(6) 2016, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, some of symptoms have resolved, though many remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.